Event description:
It was reported that during implant, the pt was in af. The atrial connector was plugged in the vvi over sensing in atrial and ventricular channels were observed. This device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of oversensing was confirmed after reviewing the electrograms from the attempted implant. Tachy tech services reviewed the electrograms, and it is believed that the high impedance in the plugged atrial port caused the atrial sensing channel to be ultra sensitive and prone to noise reversions. No evidence of ventricular oversensing was observed. The electrogram showed the atrial channel picking up r-waves and myopotentials. This is normal behavior resulting from the high impedance and it maybe possible to program around this behavior. The device was tested on the bench and using automated test equipment. The analysis found normal device characteristics and no noise or other anomalies were observed. The cause of oversensing was due to high impedance during implant.